Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been working fine and he hadn¿t adjusted the settings but then out of the blue stimulation would jump from 5.30 to 7.8 without the patient making any adjustments. The patient stated it happened in all positions but mostly when he was active. It also did it when sitting still and lying down. There were no falls or traumas reported that the patient could think of and this did not just happen in one position. It was noted that the patient had to turn the ins off for surgery the day prior to the report that was unrelated to their device or therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).